Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with an unknown elevated blood glucose (bg) level and ketones that were identified as dangerous by a healthcare professional. Cause of the elevated bg was unknown. Reportedly the customer fell and hit their head. Customer was treated with intravenous fluids of saline and insulin. The customer was released (B)(6) 2026 with the issue resolved an no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.